Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported alarm - error codes / messages. Channel error - code: 242.4030. There was no patient involvement.

Event description:
The customer reported, alarm error codes messages. Channel error code: 242.4030. There was no patient involvement.

Event description:
The customer reported alarm - error codes / messages. Channel error - code: 242.4030. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor for 242.4030 alarm - error codes / messages. Performed pmc on unit. Keypad recall completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 04apr2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the ail sensor.

Event description:
The customer reported alarm - error codes / messages. Channel error - code: 242.4030. There was no patient involvement.